Event description:
Implant card was received from hospital. Patient had complete vns revision surgery. It was reported that patient had lead replaced due to malfunction. Reason for generator replacement is unknown at this time. Attempts for further information and product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.